Event description:
The physician observed several vf episodes due to oversensing, consistent with insulation damage. Noise was reproduced. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.